Event description:
While the patient was under sedation for diagnostic colonoscopy there was a procedural delay greater than 30 minutes due to the scope not articulating properly. The procedure was completed using the same device and there were no reports of patient harm.

Event description:
No additional information received from customer. This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: d8,f6, and f7. Corrections to b1, b2, and f10. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and f10. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
Correction is being made to previously submitted f6 - date user facility/importer was aware, which was not late. The correct date was (B)(6) 2025.